Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease folds, broken shell, missing, brown particles, and dark ring. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening.

Event description:
Physician reported rupture of the device. The device has been explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of the device. The device has been explanted and replaced. Right side.